Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pateint's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient noted that the prime cycle was not completed prior to starting therapy. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.